Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver prematurely displayed a message that the sensor expired. The sensor was inserted into the abdomen on (B)(6) 2018. No product or data was available for evaluation. Confirmation of the complaint could not be determined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
Data was available for evaluation. The reported event was confirmed via data. The probable cause could not be determined via data.